Event description:
It was reported by a patient's guardian that the patient had hoarseness that had increased over the past year. He was also complaining of shortness of breath and a shocking feeling. The patient had been to see an ent physician who performed a laryngeal scope, which found the left vocal cord to be exhibiting paresis. Follow-up from the patient's physician's office was attempted, but the office stated they understood that the battery was "bad" and needed to be changed. No further information could be provided. The local company representative stated the patient had been scheduled for a prophylactic battery replacement as the patient could no longer feel the vns stimulation regularly- the patient felt the stimulation irregularly, leading to the report of being shocked. Furthermore, the hoarseness and shortness of breath were stated to be pre-existing conditions. The patient and caregiver stated the vns had been helpful and they "very much wanted" the generator replacement. Good faith attempts for further information have been unsuccessful.